Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since a cord was pushed into the plug of the subject device at an angle, excessive load was applied to the plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the single use 2-lumen sphincterotome cutting wire was scorched. There was no patient involvement.